Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high thresholds. The lead was removed from the ventricle but could not get the lead past superior vena cava. Additional information obtained from the field which indicated that the suspected cause for high threshold was unknown. The rv lead was abandoned surgically. No additional adverse patient effects were reported.